Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.